Manufacturer narrative:
No display anomaly noted during testing. The insulin pump passed self test. The lcd board was ok. The insulin pump had scratched lcd window. The insulin pump had intermittent button response due to moisture damage keypad trace.

Event description:
The customer reported via phone call that the up arrow button would skip entry. The customer's blood glucose was unknown at the time of incident. The customer agreed to return the insulin pump for analysis.